Event description:
It was reported that the pump side of the connector was cleaned per technical services. The modular cable was exchanged during the cleaning. There were no alarms observed after the cleaning. There was no additional damage to the primary driveline other than the cosmetic tear. The modular cable exchange resolved the driveline communication faults. The patient was noted to have been alive. The lot number of the driveline with the corrosion and connection issues was not available. Modular cable with lot number 10657372 was dispensed on (B)(6) 2025 for the original exchange.

Manufacturer narrative:
Section d4: device lot number was unknown and was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the emergency line for driveline communication faults. The pump was on. The patient had a known cosmetic tear to the primary driveline. The patient was off anticoagulation. Log files were submitted to determine if a modular cable driveline exchange was required. Following review, it appeared that the event log file showed multiple driveline communication faults (b) on 04sep2025 at 2:32:18. There did not appear to have been any interruption in pump support during these events. Tech services noted that the modular cable was replaced, per conversation, and would not tighten down on the connection to keep the pump running. It appeared from the pictures provided that the modular cable had corrosion on it. The pump side of the connector was cleaned per technical services. There were no alarms observed after the cleaning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication faults was confirmed via analysis of the returned modular cable (lot number unknown). Upon initial observation, discoloration of the modular cable was noted. Data from the reported event dates of 04sep2025 was reviewed in the submitted log files. The log files revealed a driveline communication fault alarm activated due to intermittent comm b fault flags and remained active for the duration of data reviewed. The driveline communication fault alarms did not prevent the system from operating as intended for the duration of the data reviewed. The modular cable did not pass continuity testing on the wire responsible for the comm b signal, indicating damage. The outer layers of the modular cable were stripped and damage to the underlying wires was noted. Provided information indicated that the modular cable was exchanged, and the alarm resolved. The root cause of the reported alarms determined to be damage to the modular cable. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.